Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 with control-iq user guide: "only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events." H3 other text: device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 370 mg/dl. Customer was treated with intravenous fluids of insulin and saline. The customer was released on 06/28/2024 with the issue resolved and no permanent damage. Customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. System check with technical support confirmed the pump was functioning as intended.